Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred and subsequently, a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Customer's blood glucose level was 328 mg/dl. A new cartridge was successfully loaded to resolve both issues, and customer resumed insulin therapy.